Event description:
Around 1830, patient requested repositioning. Left femoral impella in place. Patient turned towards the left side, impella began alarming "placement signal low." This alarm had been occurring throughout the day after repositioning, self-resolving the majority of the time. Patient requested additional repositioning towards the left side. At that time, the impella began experiencing suction events. Patient repositioned to be flat on his back, previously infusing bumex infusion stopped. Attempted to increase impella support back to p7, but rn was unable to maintain above p4 without continuous suction occurring. Cca [clinical care associate] notified. While coming to bedside, impella alarmed "impella in aorta." External measurement unchanged, locking mechanism maintained. Impella support decreased to p2. Cca performed a pocus [point-of-care ultrasound], at which time the impella was unable to be visualized in the ventricle. During this time, the patient denied shortness of breath or chest pain. Map [mean arterial pressure] maintained around 65-70. Cardiology notified, formal echo [echocardiogram] ordered. Impella malposition confirmed, cath lab activation.